Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: opening of valve and delamination of the valve. Leak test and microscopic analysis was performed which identified delamination (>75% total separation), white particles inner the shell and crack opening. Based on the device analysis the final assessment is delamination total of the valve (cohesive failure) and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional additionally reported "valve delaminated from shell" and "particles in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.